Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was confirmed and the cover was damaged. The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause of the broken cover could not be determined; however, it's possible that increased stress applied to the distal cover due to semi-insertion or release of stress applied in the installed state due to some chemicals caused cracking over time in areas of weak strength or increased stress. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the single use distal cover broken when being attached to the endoscope. The issue occurred when preparing the device for use in a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no reported patient harm or impact due to this event.